Event description:
It was reported by the rep that the (1) tsw35 was used during a laparoscopic bowel procedure. It was reported that the device jammed on the first firing. The reload was used and all went well. There was no consequence to the pt.